Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). A patient that had implanted s4 on l4-l5 about 10 years ago needed another implantation of s4 on l3-l4. The implantation of the s4 element screws takes place without problems but one of the locking screws had to be replaced because the thread of the screw nut broke and separated from the body (see picture). Duration of surgery was prolongated. Components in use listed as concomitant devices are: sw790t / s4 set screw new version; st065t / s4 element mis polyaxial screw 6.5x50mm; fw778r / torque wrench handle 10nm.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope, pansonic dmc tz8 digital camera. We made a visual inspection of the sw790t. First, we investigated the inner hexagon. Here we found no damages or other anomalies. In the next step we investigated the bottom and the thread. Here we found parts of the thread absent. Batch history review: the manufacturing documents have been checked and found to be according to the specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: we assume that the set screw was tightened with too high torque. Because the initial thread is intact, a cross-threading can be excluded. The fact, that parts in the middle of the thread were sheared off and the serious wear marks in the body of the pedicle screw are clearly evidences for this assumption. No CAPA is necessary.